Event description:
It was reported, the expected volume was 7ml and the actual volume was 20ml. Per the reporter, they did not know a time frame but the hcp stated there have been volume discrepancies in the past along with patient withdrawal and then under therapeutic pain relief. It was also noted, the patient experienced underdose symptoms, less than 50% therapy relief. It was determined to replace the entire system at the pump regular eri. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver diluadid and marcaine. Additional information later reported the exact ¿withdrawal symptoms¿ the patient experienced were unknown as the hcp just said the patient had ¿withdrawal symptoms¿ at the time of the procedure. Per the reporter, no diagnostics were performed that they were aware of except the volume discrepancies. It was also unknown in the issue was with the pump, catheter or both. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly, sc connector non-significant indent in seal did not affect infusion.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8590-1 lot# n266141, implanted: 2011 (B)(6); product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.